Event description:
Clinic notes dated (B)(6) 2013, indicate the patient has obstructive sleep apnea. Follow up with the nurse found that the physician did not mention any relationship between the sleep apnea to vns in their notes. The history of the patient was unknown. Attempts for additional information have been unsuccessful.